Event description:
A customer contacted beckman coulter inc., (bci) regarding waste leak from the hydro on the synchron cx9 alx analyzer. No injury was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced waste canister float switch, water reservoir float switch, and the cx3 waste line to exit canister.